Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a matrix mandible plate broke intraoperative during bending. A surgical delay of thirty (30) minutes was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the matrixmandible plate is broken in three parts as complained. The review of the production history revealed that this plate was manufactured in november 2014 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. As no detailed clinical information is available, we have to assume, that too much load has been applied onto the implant during bending. Please note titanium implants should never be bent for - and backwards as it may weaken the plate or even may lead to the breakage of the plate. Visual inspection: plate broken in three parts material: plate is made of ticp, dimensions can not be verified anymore due to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. Patient¿s year of birth was reported as 1948. Device broke intraoperative and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: lot 7850573 - synthes (B)(4) manufactured the ti matrixmandible 20 hole plate 1.5mm thick, part 04.503.718 and lot 7850573. Initially, the part was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on november 19, 2014. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.